Event description:
It was reported that the patient presented with a symptomatic traumatic right carotid cavernous fistula, due to a motor vehicle accident. Coil embolization of the area was unsuccessful and resulted in only minimal diminishment of flow into the fistula. Therefore, two days after the attempted coil procedure, a 3.0 x 19 mm graftmaster stent was planned to be implanted. The graftmaster stent was advanced and the stent delivery system (sds) balloon was inflated to nominal pressure. Follow-up angiogram showed good positioning of the stent, however the stent was not completely apposed to the internal carotid artery. An unspecified 3.25 x 8 mm balloon was inflated to 14 atmospheres to fully appose the stent. The final outcome was good with no complications. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. In this case, it is not likely that use of the graftmaster outside of the indicated anatomy contributed to the reported event.